Event description:
The customer reported via phone call indicating that the insulin pump had a motor error alarm. Customer's blood glucose was 173 mg/dl. Customer was advsied to discontinue use of the device and revert to back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion and prime/a33tests. Unit was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.